Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" message. The iabp unit was swapped out with another iabp unit to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: d4 (catalog#).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site was shortened due to field character limit; the full name is (B)(4). The getinge service territory manager (stm) noted low vacuum errors in the logs but was unable to reproduce the error. The iabp was run for more than one hour without any low vacuum errors. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" message. The iabp unit was swapped out with another iabp unit to continue therapy. There was no harm or injury to patient and no adverse event was reported.